Event description:
It was reported that in preparation for an inferior vena cava (ivc) filter placement procedure, the filter deployed prematurely. The lesion was located in the ivc. Lesion details are unk. The greenfield filter was not used in the pt. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's current status is reported as "ok." Additional information was requested but is not available.